Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which a high readings issue was reported with use of the adc device. Customer received readings that "did not go lower than 80" and experienced symptoms described as sweating, blurred vision and loss of consciousness. The customer was unable to self-treat, requiring third-party administration of glucose for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which a high readings issue was reported with use of the adc device. Customer received readings that "did not go lower than 80" and experienced symptoms described as sweating, blurred vision and loss of consciousness. The customer was unable to self-treat, requiring third-party administration of glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section(s) updated as follows: b2: updated date of death. The date of death was inadvertently entered in the b2. This is not a death related case.